Event description:
Reportedly, during an implantation attempt, the vega r52 lead was used to be implanted as an atrial lead. Once it was on the correct position, it was connected to psa analyser for electrical measurement, but there was a lot of noise and no crear signar was visible. We tried to connect it to the atrial and ventricular psa crocodiles, but the the noise still present. Finally, another vega r52 lead was used and implanted.